Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: we did follow-ups with the sales person to know more about this case, however no additional information received. No product will be returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event date, procedure name, event description (indicating when did the suture break), quantity involved. How was case completed? Any patient consequences and medical/surgical intervention provided to manage them?

Event description:
It was reported that a patient underwent a liver transplant procedure on (B)(6) 2019 and suture was used. The suture has broken down while suturing. No adverse patient consequences.